Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was locked up and became non responsive. The customer's blood glucose value was unknown. The customer also reported that the insulin pump rejects new battery, battery life was diminished and also had unexplained no delivery alarm during priming. The reservoir was not secure on piston inside insulin pump when replacing. The insulin pump will not be returned for analysis.